Manufacturer narrative:
A review of the system logs for the reported procedure date showed there were no related system errors to have occurred during the procedure that would have likely caused or contributed to the reported event. .

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The physician reported that the target was an apical lesion near the pleura (the lobe was not specified). After the procedure, a chest x ray was performed and the physician learned that the patient had sustained a pneumothorax. The patient received a chest tube and was hospitalized on (B)(6) 2023. The patient was expected to be sent home on (B)(6) 2023. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.